Event description:
The manufacturer became aware of an allegation related to a rep dreamstation auto CPAP device. The manufacturer received information alleging eye irritation, nose irritation, skin irritation, asthma, kidney disease, lung disease, reduced cardiopulmonary reserve, cancer, lung nodule, dry mouth, and atrial fibrillation. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.